Event description:
It was reported that during a meniscus repair surgery, the t2 implant of the ultra-fast fix could not be deployed. T1 was removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed needle slightly bent. A tainted suture was returned, along with a sole t. The device showed to be fully advanced. No depth limiter was returned. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: ¿do not bend delivery needle¿. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.